Event description:
It was reported in a literature publication that 34 patients underwent anterior cervical decompression and fusion with an anterior stabilizing plate and rhbmp-2/acs. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. 33 patients who underwent acdf developed endplate resorption post-op. During this phase, the authors also noted osteolysis of the vertebral body presenting as bony defects in some patients. Although resorption was seen 2 weeks after surgery in a few patients, all patients experienced some form of resorption by 6 weeks. The largest transition between resorption and new bone formation occurred between 3 and 6 months after surgery.

Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.